Event description:
Olympus (omsc) was informed that the customer video system center reportedly has intermittent power, even if the power is turned on, it will drop immediately. The problem occurred during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the olympus service center for evaluation. The customer¿s reported problem was confirmed as the device has intermittent power due to a defective/faulty power supply switch. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the cause of the phenomenon was the failure of the power switch, which caused the equipment to turn off. Since no further information was obtained, they were unable to determine the cause of the failure of the power switch. Olympus will continue to monitor field performance for this device.